Event description:
This is a case that was reported to baxter (B)(4). The complaint was received from baxter healthcare ltd compounding qa regarding an incident involving one (1) vialmate appeared to have a hair inside the adaptor pack. There was no patient involvement, medical intervention or patient injury reported. A sample is available for evaluation. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed nor duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review was performed finding that no exception/non-conformance reports were documented for this lot in association with this event. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.